Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of leakage at site of with seven infusion sets. Leakage occurred at the point of insertion. Infusion sets were used for 10-18 hours. Patient's blood glucose levels were 350 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 6 of 7.